Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the physical device was not returned for evaluation. Therefore, the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Device not returned.

Event description:
It was reported through the results of a clinical trial, that approximately one week and five days post index procedure, the subject developed 80% of target lesion stenosis. Standard percutaneous transluminal angioplasty (pta) was used to successfully treat the target lesion. The current patient status was not provided.